Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Clsi guidelines dictate the cap color, specifically with heparin to be green.

Event description:
It was reported during use of the tube lihep plh 13x100 6.0 plblce gn, it was difficult to distinguish between sodium and lithium heparin tubes and putting specimen in wrong tube. The following information was provided by the initial reporter: the customer stated the "tubes do not have any color differentiation (dark green every other color). There is a risk of error during sampling which may makes it impossible for the laboratory to carry out the analysis."